Event description:
The patient had suffered from hypertension. After that day, the patient felt a noise from the implant and the hearing performance decreased. He referred listening low pitched and with an echo. The patient was not fitted since 2011. The hearing performance could not be improved by fitting. No accident or trauma is known.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.